Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an 80% stenosed, unspecified vessel. A 3.50 x 23 mm xience xpedition stent delivery system (sds) was selected for the procedure. While in the anatomy, the stent implant was observed under fluoroscopy to have some struts that were not well crimped. It is unknown if this means that some of the struts are flared or that the stent itself is loose on the balloon. No additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The stent was not loose; however, the distal end of the stent implant was on the distal marker and the struts of the two rings at the proximal end of the stent implant were stretched out distally. It is likely the noted stretched stent struts occurred due to interaction with the 80% stenosed lesion and/or the edge of the guiding catheter in an attempt to position the stent delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.